Event description:
It was reported that during surgery a loss of suction from the patient interface (pi) occurred while the raster pattern was being executed. Subsequently, the laser foot pedal was not released, resulting in a decentered side cut in the patient's eye. Through follow-up we learned that the procedure, which involved the left eye (os), did not proceed to the ablation phase. No complications in the patient's condition have been reported following the incident and no medical or surgical intervention was required. No additional details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - model #: a complete model # is unknown, as product lot number was not provided. Section d4 - catalogue#: a complete catalogue # is unknown, as lot number was not provided. Section d4 - lot#: unknown/ not provided. Section d4 - expiration date: unknown as product lot number was not provided. Section d4 - UDI #: unknown as product lot number was not provided. Section e1 - (B)(6). Section h4 - device manufacture date: unknown as product lot number was not provided. Section h3 - other (81): the patient interface (pi) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product serial number was not provided. Section h6 -health effect - clinical code: 4581: flap issues - decentered flap. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. H3 other text : see h10.

Manufacturer narrative:
Additional information: section d4 -model number: 590106an. Section d4 - catalog number: 590106an. Section d4 - lot number: 60479309. Section d4 - expiration date: 18-jul-2025. Section d4 - unique identifier (UDI) number: (B)(4). Section h4 - device manufacture date: 18-jul-2023. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.